Event description:
Superficial 2nd degree burn caused by flexsat sensor sas-w. The sensor was put in place in left hand at the baby's birth until moved to the pediatric dept (approx after 1 hour). Moved into pediatric with the coming out of a phlyctaena at the sensor location. Phlyctaena facing the 4th and 5th metatarsal of left-hand (plantar side) 8mm x 7mm.t